Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 420 and 272 mg/dl. The customer's expected fasting blood glucose test result range is 200 - 230 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 296 mg/dl using truemetrix meter and 308 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 05/29/2018 and open vial date at time of call is one month. Customer stated she has not had any recent changes in her daily routine such as diet, exercise, or medications. The meter memory was reviewed for previous test result history: 1:110mg/dl (B)(6) 2017 01:03 pm fasting:yes; 2:420mg/dl (B)(6) 2017 01:35 am fasting:yes; 3:200mg/dl (B)(6) 2017 11:46 pm fasting:yes; 4:231mg/dl (B)(6) 2017 03:06 pm fasting:yes; 5:272mg/dl (B)(6) 2017 11:31 pm fasting:yes. Memory concerns:420mg/dl, 272mg/dl. Customer called in stating meter is reading higher. Customer states she is feeling physically well at time, denies having any symptoms of high blood sugar at time.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 420 and 272 mg/dl. The customer's expected fasting blood glucose test result range is 200 - 230 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 296 mg/dl using truemetrix meter and 308 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 05/29/2018 and open vial date at time of call is one month. Customer stated she has not had any recent changes in her daily routine such as diet, exercise, or medications. The meter memory was reviewed for previous test result history: (B)(6). Customer called in stating meter is reading higher. Customer states she is feeling physically well at time, denies having any symptoms of high blood sugar at time.